Manufacturer narrative:
Upon completion of device evaluation, a follow-up report will be submitted.

Event description:
The consumer uses these syringes to inject saline into the intrajugular catheter port, prior to connect herself to a home dialysis machine. During this process, she noted the syringe stopper "popped" and blood squirted on her fingers. She developed a burning sensation in her chest and stated she "pulled out four inches of air" that were sitting in her chest hiding in the catheter. She removed the air as per process she was taught. She recuperated, but two hrs later she described still feeling "winded" from the incident.